Event description:
A pt reported experiencing inaccurate erratic results with a ot ii meter. The pt's blood glucose results were 135mg/dl, 182mg/dl, 121mg/dl. Tests were done within <10 minutes with a difference of 47%. Pt did not experience any adverse events. No further info has been reported. Note - customer was using the blood from the same finger prick. In addition to the previous incident description there was a result left out which was 61mg/dl. So there are 4 results in total and they are 135mg/dl, 182mg/dl, 61mg/dl, 121mg/dl.